Event description:
Reportedly, an error occurred during the initialization of the tablet.

Event description:
Reportedly, an error occurred during the initialization of the tablet.

Manufacturer narrative:
The analysis of the returned subject smarttouch tablet confirmed the reported issue. During the analysis of the returned smarttouch tablet: the message disappeared on its own without any actions or appeared during the initialization of the tablet or when closing a programmer session. The root cause of this message could not be determined with certainty, it may appear before and/or after the update of a tablet to a newer smartview version; or after an unresolved issue generated during the last smarttouch-smartecg bluetooth pairing procedure and does not impact the user session. The subject smarttouch tablet will follow the normal repair workflow and will be sent back to the field. No general malfunction is suspected on the subject smarttouch tablet.